Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit powered up as an AED unit, rather than a manual device. The complainant indicated that there was no pt involvement in the reported malfunction.